Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6,h3,g3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the cause of the defect. The event can be[detected/prevented] by following the instructions for use which state: instructions oes hysterofiberscope olympus hyf type xp important information ¿ please read before use warnings and cautions ¿ do not coil the insertion tube and the universal cord with a diameter less than 12 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface of the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break causing water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the hysterofiberscope forceps channel port was deformed. There were no reports of patient involvement.